Event description:
Unit alleges a blood leak on first use wet pack dialyzer. Upon initiation of hemodialysis, blood was noticed on drain line. Treatment stoped; system discarded. Estimated blood loss 250cc. No medical intervention required, per hcpdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.